Event description:
On (B)(6) 2023 I had a permanent spinal nerve stimulator placed in my back, after completing the necessary trial procedure, etc. Within about 2 weeks I had not noticed my pain getting better, but instead worse. On (B)(6) 2023 I started noticing redness around incision where leads were placed into my spine. On (B)(6) 2023 a tiny amount of discharge started oozing from my incision and I was in so much pain I went to my local urgent care and was told I had an infection and was placed on antibiotics. After finding this out I contacted my surgeon who placed the device and he advised me to come into their office to be seen by them to further evaluate. On (B)(6) 2023 I was seen by my surgeon, and I was in a great deal of pain and the discharge had gotten worse. My surgeon advised me to check into the hospital, he would be contacting them to let them know that surgery is needed to get the infection cleared out of my back. I checked into the hospital, and after my controller would not allow me to put the device into magnetic resonance imaging mode and having blood work and a computed tomography to confirm infection, I was set up for surgery and advised that I had infection all along my spine, from one incision (where leads were placed) to my upper right hip incision (where battery pack was placed). I was told that they would have to remove the entire device and leads and I would not have the opportunity to ever have this option for chronic pain again. After waking up from surgery and could finally have a magnetic resonance imaging I was shown that I was very close to being paralyzed and potentially could have lost my life due to the infection I endured from having this device installed. I was hospitalized for 5 days, being highly monitored for my infection, while being treated with high doses of antibiotics. Post being released from the hospital I had daily infusions at home of antibiotics for 6 weeks. I no longer have the battery pack or leads and do not have a picture, but I do have the model and serial numbers of the device and the leads. I have numerous other tests and can obtain whatever is needed. Please reach out to me.